Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine follow up in clinic the patient advised that he received a vibratory alert earlier in the week. ICD interrogation revealed patient notifier was triggered due to non-sustained rv oversensing. Patient did not receive inappropriate therapy nor was he symptomatic in any way. The session record was reviewed and was determined that the alert was triggered by far field p wave sensing on the rv channel resulting in some double counting. Programming changes were recommended. The programming changes were made. The patient was always stable and symptom free. No further alerts have occurred since the reprogramming. Patient will continue to be monitored.